Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a left side rupture. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.4., d.9., e.3., h.3., h.4., h.6. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation based on the device analysis grid, the assessments of the complaint are: ¿rupture: observed, broken on the posterior side assessed as fold flaw opening. Additional observations: ¿crease fold observed on the device. ¿non penetrating nick( stress marks).

Event description:
Healthcare professional reported a left side rupture. Device has been explanted and replaced.